Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated he was unable to spike the bags with the cxd. The hp stated the cxd was sticking. The baxter technical service representative (tsr) initiated a swap and the cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The cxd issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The reported difficulty of the cxdii device was sticking and unable to spike the bags was not confirmed or duplicated during the evaluation performed by the pal (product analysis lab). The device was received in good condition. The pal performed the spike and unspike operation using the spike and unspike test set. The spike and unspike operation performed correctly with no problems encountered. The assignable cause for the reported difficulty was undetermined. The device history review showed no issues that may have contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.